Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 446 mg/dl. The customer tried to treat with the insulin pump but due to programming 15 units, which exceeds the programmed maximum allowed amount, the insulin pump blocked the insulin delivery. The customer treated with a manual injection of 12 units. The insulin pump alarmed insulin flow blocked. Troubleshooting was performed and it was determined that there was a reservoir and infusion set issue. A set change was performed, a bolus was programmed and was delivered successfully. The product will be returned for analysis. The customer declined troubleshooting for the high blood glucose since they already did a manual injection after which the blood glucose decreased to 438 mg/dl.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.